Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level ranged from 378-379 mg/dl.